Event description:
It was reported that the patient underwent a routine heart transplant. The site had not received any reports of issues with device operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. The cuff lock was disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces did not reveal any adhered depositions that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The controller and lvad (left ventricular assist device) event and periodic log files retrieved from the returned pump and controller appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: evaluation of the returned product revealed extrinsic outflow graft obstruction (eogo). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a heart transplant and pump extraction.